Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During a cervical bilateral 4 level procedure a patient burn occurred. The grounding pad was placed on the right upper back near the shoulder. The skin was not prepped and the grounding pad was placed on a hairy part of the right upper back. A burn was noted where the grounding pad was applied. No treatment was administered. There were no performance issues with any abbott device.